Manufacturer narrative:
An event regarding wear involving a hmrs tibial component was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection indicated nothing remarkable. Damage consistent with explantation observed. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a revision procedure with a distal femoral and proximal tibial replacement with a hinge articulation. I was able to see x-rays of the construct. I do not have any information regarding the initial procedure with the kotz prosthesis. Root cause analysis: the root cause of the reason for failure of the initial kotz implant cannot be known because there is no information regarding doctors notes, operation note or pre-revision radiographs. The root cause of the mismatch of the male and female taper junction, if the product inquiry summary is accurate, cannot be determined with certainty. It is possible that the custom implant ordered contained the wrong measurements of the taper and therefore the female portion was fabricated too large for the male portion. It is unclear how the measurements of the explanted implant were sourced and determined. A remote possibility that the manufactured custom implant exceeded the tolerances to form a proper stable modular junction was simply made the wrong size. Having said this, I am fairly confident that the choice the surgeon made will fail, creating cement fragments and third body wear within the already mismatched taper. Alternative choices could have been considered including replacing the extracted implant as a temporary spacer until a satisfactory implant was fabricated and/or removing the distal stem of the tibial portion and replacing the entire implant." -device history review: review of the product history records could not be completed due to insufficient information. -complaint history review: there have been no other similar events for the lot. Conclusions: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a revision procedure with a distal femoral and proximal tibial replacement with a hinge articulation. I was able to see x-rays of the construct. I do not have any information regarding the initial procedure with the kotz prosthesis. Root cause analysis: the root cause of the reason for failure of the initial kotz implant cannot be known because there is no information regarding doctors notes, operation note or pre-revision radiographs. The root cause of the mismatch of the male and female taper junction, if the product inquiry summary is accurate, cannot be determined with certainty. It is possible that the custom implant ordered contained the wrong measurements of the taper and therefore the female portion was fabricated too large for the male portion. It is unclear how the measurements of the explanted implant were sourced and determined. A remote possibility that the manufactured custom implant exceeded the tolerances to form a proper stable modular junction was simply made the wrong size. Having said this, I am fairly confident that the choice the surgeon made will fail, creating cement fragments and third body wear within the already mismatched taper. Alternative choices could have been considered including replacing the extracted implant as a temporary spacer until a satisfactory implant was fabricated and/or removing the distal stem of the tibial portion and replacing the entire implant." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Patient was revised from a kotz femoral component and tibial body to a custom implant. Update: the implant is now "a bit wobbly." Surgeon suspects poly wear but also fears metal wear. This pi captures the revision surgery.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. If additional information becomes available, it will be provided after the conclusion of the investigation.